Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. Three photos were provided for review. The investigation is confirmed for the reported fracture issue, as a partial circumferential break was noted on the catheter body. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that some time post port placement, the patient allegedly experienced pain while flushing. It was further reported that the catheter allegedly fractured. There is no information regarding the additional intervention or medication for pain. Reportedly, port was removed. There was no reported patient injury.

Event description:
It was reported that some time post port placement, the patient allegedly experienced pain while flushing. It was further reported that the catheter allegedly fractured. There is no information regarding the additional intervention or medication for pain. Reportedly, port was removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in common device name and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.